Manufacturer narrative:
This report is for one (1) unknown tfna nail. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales representative. This report is for one (1) unknown tfna nail. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes euorpe reports an event in (B)(6) as follows: it was reported that on an unknown date, patient was implanted with a trochanteric femoral nailing advanced system (tfna) nail. On an unknown date post-operative, patient was admitted with a broken tfna nail inside the proximal femur and underwent revision surgery. The broken nail was removed and replaced with another tfna nail. Patient and procedure outcome is unknown. Concomitant medical products: helical blade (part unknown, lot unknown, quantity 1); screws (part unknown, lot unknown, quantity unknown). This report is for one (1) unknown tfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 04.037.227s, lot h222439: manufacturing location: monument. Manufacturing date: november 03, 2016. Expiration date: october 01, 2026. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: a product investigation was completed: the device was received broken into two pieces with a transverse fracture at the proximal locking hole. No other visual issues were identified with the returned components of the device. The lag screw was returned as a concomitant device without an alleged complaint condition. Upon visual inspection, there is no evidence that the implant contributed to the complaint condition, and therefore no additional investigation will be performed on the implant. The device failure/defect of broken was identified during the investigation and is related to the reported complaint condition. The relevant dimensions were measured and found to be conforming. The relevant drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is confirmed for the nail as the implant was received broken into two pieces with a transverse fracture at the proximal locking hole. While no definitive root cause could be determined, it is possible that the condition was due to early excessive strain by patient and/or unintended forces. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: tfna lag screw (part 04.038.205s, lot h395154, quantity 1); screws (part unknown, lot unknown, quantity unknown).